Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tsb35 instrument was broken (no details). Another instrument was used to complete the case. There was no consequence to the pt.